Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included uti (recovered prior to essure) and migraine (recovered prior to essure). Concurrent conditions included overweight and ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and fatigue was resolving, the genital haemorrhage had resolved and the abdominal pain, vulvovaginal pain, abdominal pain lower, urinary tract infection, headache and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement 150 lbs. The essure was placed such that three coils were remaining on each side. The coils were assured to be in correct position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received with her demographic condition. Following events were added: abnormal bleeding(vaginal), menorrhagia, infection (bladder/urinary tract/vaginal) type: uti, migraines, headaches, fatigue, weight gain / loss specify which one: weight gain and she did not undergo essure confirmation test were added. Historical condition and concomitant condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.